Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2007 essure (fallopian tube occlusion insert) was inserted. She has nickel allergy. At the same month of placement, she complained about lower back pain, pain in head, pain in groin and arthralgia, depressive feelings, memory loss, and concentration problems. The consumer also experienced eczema and allergic complaints in eyes. Blood test was performed and nothing was found. The influence of essure in her daily life included work-related problems. It was stated that she contacted a doctor and visited general practitioner and chiropractor. Treatment with an unspecified medication was performed, and also physiotherapy, chiropractor, and electromagnetic healer. The consumer's outcome was reported as not recovered. The removal of essure was planned. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain she was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be requested.

Manufacturer narrative:
Quality safety evaluation of ptc received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-oct-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain she was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and back pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention will be required for devices removal, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information can be requested.